Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the access sheath caused abrasion the patient's ureter. They completed the case with this device by placing the stent. It was also noted, that the physician was not clamping the inner and outer sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.